Event description:
Complaint: (B)(4).

Manufacturer narrative:
According to the technician dated on (B)(6) 2019, the field service technician has replaced the following components: valve kit (material#: 70107.1778), hcu40 vacuum valve (material#: 701064680) and shunt valve (material#: 70107.1568). This case has already been investigated in complaint: (B)(4): according to the investigation report lce04268 dated on 2019-09-06 the valves are defective. They do not close completely, it can happen that warm water flows into the tank and the desired amount of ice cannot be built. Due to the visuell investigation deposits on the o-rings was found. The deposits on the o-rings could most likely have led to the leakage of the valve. Thus the reported failure could be confirmed. Since the incident is below the accepted rate, no remedial action is necessary. The hcu 40 risk analysis version v17 (dms#: 2023635) was reviewed and the failure is assessed in section: risk ID: h9.2.1.18 possible causes: too low amount of ice building: sensor failures, use of water out of spec. (Conductivity). Software error, defective compressor or coolant circuit, software error. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Ice loss during the operation. Warm water runs back into the tank and makes the ice melt. Complaint: (B)(4).